Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc ( importer behalf of heartsine) h3 other text : not returned yet.

Event description:
There was no patient involved . On off button does not function.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2012. The device was returned for on/off does not function. The fault was traced back to corrosion on the membrane tail, resulting in an increased resistance when the on button was depressed. The fault could not be replicated when the corrosion was cleared. This would confirm a fault with the original membrane due to corrosion on the membrane tail. The corrosion observed on the membrane tail would indicate the device had been subject to storage outside the indicated conditions (e.g. Exposure to high condensing humidity), however, this could not be verified by other means. The concession outlined in the product history review would have had no impact on the fault observed. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
There was no patient involved . On off button does not function.